Event description:
Report received from the affiliate indicated that there was a balloon burst during a percutaneous transluminal angioplasty. Balloon was used in dilatation of the iliac artery with burst pressure at 10 atmospheres. There were no adverse effects on pt. Procedure was completed by another balloon. No other additional pt, vessel, lesion, or procedural info available to date. This product has been returned for eval and testing, however the engineer's report is not yet complete.